Event description:
The stroke volume limiter (svl) being used on this pt had a leak in it at the base of the pigtail (vent tube) on the pt side. The floor nurses reported that they heard a leaking sound from the pigtail and noticed less efficient movement of the svl's diaphragm. The pt is asymptomatic. The svl changed out to the hosp's back-up svl. The hosp's bio-med engineer had already reinforced the leak site on the svl, and is serving as their back-up svl. Pt is stable at this time, and remained stable throughout change out procedure. No pt injury.